Event description:
According to the reporter, during pre-test, the device cuff had an inflation/deflation issue. A syringe with 25 cmh2o and pressure meter was used. There was no patient involvement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a1, d9, g3, h6, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted noticed the cuff presents two small cuts, plus the tube presents signs of use and the cuff does not present a soft texture. Functionally, an inflation/deflation test was performed using a syringe 12 cc of air was applied to cuff and it was noticed the cuff deflated immediately. It was reported that the device cuff had an inflation/deflation issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: with shiley cuffed models (lpc, fen) the cuff and inflation system should be tested for leakage before inserting the tube. This test can be performed as follows: inflate the cuff with the volume of air indicated in table 1. Then either observe for deflation over several minutes or immerse the tube in sterile saline and observe for air leakage. Deflate the cuff prior to insertion. Under no circumstances should more than 25 mm of mercury air pressure be used to inflate the cuff. Over-inflation of the cuff may cause tracheal damage and may inhibit ventilation. To ease insertion and to guard against cuff perforation from sharp edges of cartilage, the cuff should be tapered back. This can be accomplished by first inflating the cuff. Then gently move the cuff away from the distal tip of the outer cannula towards the swivel neck plate as the residual air is removed by deflation. Do not use any sharp instruments such as forceps or hemostats that would damage the cuff when tapering it. To insert the fenestrated inner cannula with the green 15 mm connector (fen, cfn), establish the patency of the patient¿s upper airway track. The patient¿s airway should be cleared by coughing and/or suctioning before inserting the fenestrated inner cannula. Moisten the fenestrated inner cannula with the green 15 mm connector with sterile saline to facilitate insertion. To lock the fenestrated inner cannula in place, hold the swivel neck plate firmly with your fingertips and twist the green 15 mm connector clockwise one-quarter turn past the locking detent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.